Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels between 200 mg/dl and 500 mg/dl. She treated her blood glucose level with a manual injection and by bolusing. Customer declined troubleshooting on the insulin pump. However customer mentioned having issues with bent infusion set cannulas. Troubleshooting was performed on the infusion set issues. Customer is not returning the insulin pump for analysis.